Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2017, the patient's qualifying condition was stable angina and silent ischemia. Subsequently, the subject was referred for cardiac catheterization. Selective coronary angiography revealed 60% proximal stenosis, 75% mid stenosis in the left anterior descending artery (lad) and the index procedure was performed. The target lesion was located in the proximal lad with 75% stenosis and was 18 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with direct placement of a 3.0 x 20 mm study stent. Following post dilatation, the residual stenosis was 0%. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient with severe progressive aortic stenosis presented for cardiac catheterization, which revealed in-stent restenosis in the proximal lad, 25% stenosis in mid and distal lad; and 75% stenosis in 1st diagonal. The patient was diagnosed with coronary artery stenosis and was recommended for coronary artery bypass graft surgery. In (B)(6) 2017, the in-stent restenosis in the proximal lad was treated with coronary artery bypass graft performed from saphenous vein graft to 2nd diagonal in response to silent myocardial ischemia. Additionally, aortic valve replacement for aortic stenosis was performed on same day. The patient was transfused with multiple units of red blood cells, frozen fresh plasma and platelet concentrate. After 2 days, aspirin was restarted. In (B)(6) 2017, the patient died due to aspiration pneumonitis, considered not related to the study device.